Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered acute paralytic gastric dilatation. On the second postoperative day, there was abdominal distention and loss of appetite. The patient was diagnosed with acute paralytic gastric dilatation. Timing was on the second postoperative day. The patient was still hospitalized as of (B)(6) 2023. Description of health problems was other. Physician assessment of the health hazard was serious. The patient required extended hospitalization. Method of cf monitoring was dashboard; vector; and visitag. Coloring settings for visitag was tag index. Visitag additional filters was fot. Causal relationship with product was unknown. The physician's opinion on the relationship between the event and the product was that it was not a product defect. There were no abnormalities observed prior to and during use of the product. Additional information was received on 30-aug-2023. It was discovered post use of biosense webster products. The physician commented that it was not a product defect. The patient required extended hospitalization for follow-up of gastric distention. Additional information was received on 07-sep-2023. Physician¿s opinion on the cause of this adverse event was procedure or patient condition related. Intervention provided was decompression by insertion of gastric tube (the gastric tube has been already removed.), fasting, oral medications (ppi and other existing medications). Outcome of the adverse event was unchanged.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31056133l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).